Event description:
It was reported that the holster has an unusual noise occuring during the 'sample mode' when the cutter has been activated. The physician was unable to deploy the marker three different times. The physician completed the biopsy using a competitor marker. There were no pt consequences reported.

Manufacturer narrative:
Transverse drive shaft. Eval summary: the analysis site confirmed the customer complaint and replaced the 21-link ladder chain. The site also replaced three drive shafts, three bushings, two 8-tooth sprockets, a 9-tooth sprocket, an 11-tooth sprocket, and four coiled pins due to heavy contamination, which caused the components to seize up and to correct the customer complaint. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.